Event description:
Customer was hospitalized for dka. The customer stated that the last set change was two days prior to the event. The programming on the pump was accurate and passed the functional tests. The pump was operating as designed.